Manufacturer narrative:
It was reported that the "his ring finger got caught in the chair as he tried to steady himself to sit and it cut half of his finger off. He had several surgeries and endured a lot of pain". No additional information is available, despite attempts to obtain more information. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Finger got caught in the chair."